Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial#: unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient had had three baclofen pump implanted. The patient had a metal allergy so the manufacture madecustom coated pump for them. Their last pump had the catheter breeched causing cerebrospinal fluid leaks so the pump had to be removed. The patient wanted another pump but was told no by the manufacture. The patient's quality of life has forever been altered now without the pump. No oral medication was effective to control their spasms. No further information provided.